Event description:
Device registration was updated to reflect that an intervention took place; implantable neurostimulator (ins) was explanted and replaced. Additional information was received from the manufacturer representative (rep) during follow up for further investigation. They confirmed that therapeutic benefit was reestablished with replacement. Customer declined to return product and discarded per hospital protocol.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient underwent cardioversion on (B)(6) and is now experiencing rapid battery depletion resulting in loss of therapy. The patient typically charges twice weekly and the battery is usually at about 50%. Patient's wife said they charged it and it depleted quickly and then charged it back up to 40% last night and it was empty and had shut off on the morning of (B)(6). The manufacturer representative (rep) advised them to charge to 100% and then see how it depletes.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.